Event description:
Report received indicated the patient experienced randomly patterned red spots in the peristomal area. The patient experienced the condition during an unknown period prior to complaint receipt. Patient cleans with water and applies stomahesive paste. Recommended crusting technique and alternate device. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event, after filing this report shall be filed on a supplemental MDR. A 12-month review of complaint listings for inflammation under mass/border, icc (B)(4) found that this was the only case reported. It is noted that there are blank areas on this form, the information was not provided or is unknown.